Event description:
It was reported that the asymptomatic patient presented in clinic for routine followup with episodes of non-sustained ventricular tachycardia. Tech services stated that observed noise appeared to be myopotential oversensing. Programming changes were made.

Manufacturer narrative:
(B)(4).